Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Please see the updates in sections: g4, g7, h2, h4, h6 and h10. The legal manufacturer reviewed the contents of this complaint. Although the detailed information was requested, no further information was provided. As a result of the DHR review, it was confirmed that there were no abnormality in manufacturing, concession, and variation. The legal manufacturer reported that the unit was delivered to the customer on (B)(6) 2012. The legal manufacturer reported that the root cause could not be determined. The legal manufacturer reported that the most probably cause for the reported event is the following: it is speculated that the image could not be output because the ccd unit failed due to unexpected stress on the head section caused by deformation of the coupler and cracks in the head section. In addition, the legal manufacturer reported that the handling of the device is described below in the instruction manual and this could potentially prevent damage. Do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head.

Manufacturer narrative:
The unit was returned to the service center for evaluation. The customer¿s complaint of ¿ cracked connector and image issue¿ were confirmed. In addition, the coupler base plate was bent causing an off-center image. The unit failed the leak test. It was determined that the physical damage was due to mishandling. The instruction manual states in chapter 3 "preparation and inspection 3.5 connecting and disconnecting the endoscope when using the otv-s7proh-hd-10e/12e if the endoscope is not held firmly when the endoscope lock ring is moved, the endoscope could fall and become damaged. Hold the endoscope firmly when moving the endoscope lock ring. After the connection, ensure that the endoscope is firmly fixed to the camera head, without any looseness. The loose connection of the endoscope to camera head may cause interference on the endoscopic image under observation."

Event description:
The service center was informed that the plastic portion next to the metal band on the connection end that goes into the processor was cracked. The user facility reported that air bubbles were noted during reprocessing. There was no patient involvement.